Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was alarming no delivery. The blood glucose at the time of the incident is unknown. She stated that the issue happened before christmas. It was stated that the customer had to change the set 4 or 5 times and found that the occlusion was in the reservoirs because they switched to a different reservoir lot and no longer had the no delivery alarms. The reservoir will not be returned for analysis.